Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report that the meter memory is missing readings and bolus advice entries. The patient advised that the missing blood glucose readings and bolus advice data had affected her future bolus advice recommendations. No adverse event alleged. A request was made for the return of the device.